Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with the scd power cords. The customer states that the powercords are frayed and have wires exposed.

Manufacturer narrative:
To date, the quality assurance department has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed. In other similar complaints, kinking of the cable assembly along its length, which is indicative of being tightly wrapped around the bed hook has been identified as a contributing factor for this failure mode. Over time, tightly wrapping of the cord in this fashion causes a constant tension to be applied to the outer cover resulting in the cover being milked out of the strain relief. Stretching the power cord at a sharp angle to the plug to reach the wall outlet has the same effect. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cords need to be replaced to correct the problem. A review of the device history and service history records could not be performed or the date of manufacture identified because the lot or serial number was not provided. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. No corrective action can be determined or referenced without a detailed evaluation, to determine the root cause failure. This file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned to the quality assurance department, we will re-open this investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.